Event description:
The customer received erratic high results for several assays that were lower when repeated on (B)(6) 2015. Of the data provided for 10 patient samples, the results for nine patient samples were discrepant. Creatinine plus: patient 1: original 3.10 mg/dl, repeat 1.00 mg/dl. Patient 2 original 3.59 mg/dl, repeat 0.93 mg/dl. Patient 3 original 2.98 mg/dl, repeat 0.80 mg/dl. Patient 4 original 2.47 mg/dl, repeat 0.85 mg/dl. Patient 5 original 2.72 mg/dl, repeat 0.93 mg/dl. Patient 6 original 5.84 mg/dl, repeat 0.79 mg/dl. Patient 7 original 3.54 mg/dl, repeat 1.01 mg/dl. Patient 8 original 4.47 mg/dl, repeat 1.22 mg/dl. Hdl-cholesterol plus: patient 9 original 115 mg/dl, repeat 48 mg/dl. The original results were reported outside the laboratory and corrected reports were issued. There was no adverse event. The reagent lot numbers and expiration dates were requested, but were not provided. The field service representative found there was a damaged/loose waste nozzle and a sticking nozzle on the rinse assembly. He reconnected the vacuum tubing and adjusted the rinse assembly nozzles. He ran mechanical checks which passed. All visual rinse levels were ok. The customer ran all qc which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.